Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, a review of labeling, and a review of manufacturing records. A falsely elevated troponin result was generated for one patient on the architect i1000sr (serial number (B)(4)). The service history for this instrument revealed no subsequent complaints of discrepant/erratic results reported. A review of the product monitoring identified no trigger associated with the architect i1000sr erratic result rate and no trends were identified. A review of labeling showed that the architect system operations manual addresses troubleshooting for falsely elevated results. Additionally, the troponin package insert addresses sample handling and performance characteristics. Based on the investigation no product deficiency was identified for the architect i1000sr (B)(4).

Event description:
The customer observed falsely elevated (false positive) architect troponin results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial troponin=0.796 ng/ml/ repeated =0.016 ng/ml. Laboratory reference range for troponin=0.0 to 0.034 ng/ml there was no reported impact to patient management.